Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted on (B)(6), 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert of the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in preparation for use. The root cause could not be determined after the device was tested and brought back to operation as intended with not showing any defect. The defect could not be reproduced. There was no patient or user harm.

Event description:
Dear (B)(6), a customer had a problem with a c6 unit: the unit alerted on fan failure. The customer run the unit with a test lung for 24 hours, but couldn't reproduce the problem. There is nothing that interrupte the fan to turn around. Please advise.